Event description:
Medtronic received information that 58 months following the implant of this bioprosthetic valve, the patient developed aortic regurgitation. At explant, it was noted that the left cusp was torn at the left/right commissure. The valve leaflets were removed, leaving the root intact, and a non-mdt valve was successfully implanted with no adverse patient effects.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, three excised leaflets were received for analysis. Due to the receipt condition of the valve, a detailed analysis could not be completed. All leaflets were slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. A piece of leaflet tissue received with the excised leaflets appeared to have been cut and/or torn during explant. A tear, of unknown origin was noted in one leaflet along the margin of attachment. The tear was tattered and torn making it difficult to determine possible cause. Tissue, along the commissural line of all leaflets, was free of tears and/or deterioration. There is no visible evidence of host tissue on the excised leaflets. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Due to the receipt condition of the valve, a detailed analysis could not be completed and a root cause for the clinical observation could not be determined.